Manufacturer narrative:
(B)(4). Investigation summary: one photo was submitted for quality investigation. The customer complaint of component damage with no leak could not be verified, however, separation of the tubing from the drip chamber is verified based on the photo. A device history record review for model ms3500-15 lot number 20043375 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the photo received, the probable root cause for the separation is the lack of solvent between the tubing and the drip chamber. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 36 in 15 drop secondary sets w/hgr broke off "at the same place" during use. The following information was provided by the initial reporter: "customer stating that the bd secondary IV sets are breaking off at the same place when being used. Material # ms3500-15."